Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The pump contained dilaudid [10 mg/ml] at a dose of 2.1 mg/day. It was reported she was still dealing with the symptoms of a cerebrospinal fluid (csf) leak, and had fluid in the pocket. The patient had an upcoming CT scan scheduled with contrast on wednesday ((B)(6) 2017). They were trying to pinpoint the cause of the csf leak. The patient stated that initially after catheter replacement [see manufacturer report # 3004209178-2017-04599], she started feeling like she was having pain relief, but now had been waking up with symptoms of sweats, chills, and nausea. The patient stated she did take oral dilaudid which had helped with symptoms when need. The patient stated she had withdrawal symptoms that started at an unknown date. On (B)(6) 2017, the patient had her nurse at her home to fill the pump. She stated that the nurse went to aspirate from the pump and was expecting 10 ml. The nurse got back 20 ml, and the fluid was yellow. The patient stated the fluid was not cultured, and they did not know what it was. The patient stated the nurse accessed the pump again and got back no more fluid. The patient was not hearing any pump alarms. The patient would be seen on (B)(6) 2017 next for refill. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.